Event description:
Paramedic was working a cardiac arrest when the pt went into ventricular fibrillation. The paramedic attempted to defibrillate x 2 without the monitor delivering the energy. Pt was later declared dead. Dates of use: 2007. Diagnosis or reason for use: pt was in ventricular fibrillation. Event abated after use stopped or dose reduced? No.